Manufacturer narrative:
Ous MDR. The complaint of oversensing could be confirmed in the provided iegms. The reason for the oversensing could be found in the analysis. Spots of wear were found on the lead in two locations. The selox sr probably rubbed up against the second lead visible on the x-ray while it was implanted. The cut in the insulation occurred probably during explantation. No material defects or manufacturing errors could be determined.

Event description:
Ous MDR. During an inspection, the pace/sense channel of the kentrox lead was deactivated and the selox sr 60 was implanted. After an implant time of approx. 2 years and 2 months, artifacts occurred and vf detection. The selox sr was explanted. The kentrox was left in the patient.